Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer passed away at home. The cause of death was high blood glucose. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller stated the customer was feeling weak and thought they were going low. They turned off their pump, drank juice, ate candy, but stopped responding to calls. The caller agreed to return the insulin pump for analysis.